Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en had a squeaky loud noise as the pressure was increased. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected, and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject device revealed that the device had no damages. The subject device has passed the functional testing for manometer and valve system. During inspection, it was revealed that the unit was noisy when both valves were fully closed. It was resolved when the pip knob was adjusted. Conclusion: we are unable to determine the exact cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in south africa reported to fisher & paykel healthcare (f&p) that an rd900aeu neopuff infant resuscitator en had a squeaky loud noise as the pressure was increased. There was no reported patient involvement.